Manufacturer narrative:
Philips service replaced or upgraded a part. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4)

Event description:
It was reported to philips that the system failed to start due to a power boot-up issue on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.